Manufacturer narrative:
This device will not be returned for analysis as it was kept by the pharmacy. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited premature battery depletion and thus was explanted. The device was sent to the pharmacy to date and thus has not been returned for analysis. No addiotnal adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that this device exhibited premature battery depletion and thus was explanted. The device was returned for analysis. No additional adverse patient effects were reported.